Event description:
A discordant high result for gentamicin was obtained on an advia 1800 instrument. The result was reported out and the physicians questioned it. The same sample was rerun five times on the same instrument and the results were lower and with good reproducibility. There are no known reports of patient intervention or adverse health consequences due to the low gentamicin result.

Manufacturer narrative:
The cause of a single discordant high gentamicin result is unknown.